Manufacturer narrative:
The device was received with both seals intact and top and bottom case not broken or cracked the device history log showed : check syringe plunger sensor. The power up process was unable to duplicate the syringe plunge sensor failure at power up process. Unable to determine the intermittent of the error. The root cause was unable to determine. The tech replaced left plunger case for preventive. Performed power up process and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device syringe plunger sensor failure. No patient injury reported.